Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored egms (electrograms) showed that four days prior there was atrial blanking along with atrial ectopy, possibly causing inappropriate mode switching by device. The device remains in use. No patient complications have been reported as a result of this event.